Manufacturer narrative:
The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was originally implanted in (B)(6) 2013 and underwent a pump exchange in (B)(6) 2014 due to thrombus. Subsequently, the patient's lactate dehydrogenase levels were monitored closely. It was reported that in (B)(6) 2015 the patient's inr target goal was increased in response to unspecified lactate dehydrogenase levels. The patient was not symptomatic and had no other signs of potential hemolysis. The pump was functioning normally with parameters that were within normal limits. The patient received a heart transplant on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported signs of hemolysis could not be conclusively determined. The proximal side of the outlet stator revealed a small, loose, tissue-like deposition adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Additionally, there was no evidence of contact marks on the outlet portion of the rotor. Although its specific origin and a duration in which the deposition was present in the pump could not be determined, it did not appear to have originated in this location and could not be conclusively correlated to the reported signs of hemolysis. Examination of the remaining blood-contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.